Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was in the upper 500s mg/dl; cause was not known. Basal was increased; bolus via pump and insulin injections were used to address bg. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Ketones were identified as being dangerous by a healthcare provider. Customer was treated with glucose stabilizer, intravenous fluids/ insulin. Customer was discharged on (B)(6) 2018 with bg/dka resolved. System check was performed using current pump supplies. No device issue was identified. Recommendation was made by tandem technical support (cts) for the customer to discuss event with a healthcare provider. Reportedly, customer changed the cartridge every 3 days while using humalog. Cts informed customer humalog was labeled for 48 hours with the cartridge.